Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Pad unit has communication error message when trying to connect to saver evo.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on (B)(6) 2013. On receipt of the device, the device would not connect to the pc via usb, therefore, the history and memory logs could not be downloaded. This would confirm the reported fault. The usb data cable was replaced for testing and the device successfully connected to the pc and the device history and memory logs were downloaded. The returned data cable was further inspected and it was found that there was a poor connection between the crimp and the wire, which had deteriorated over time.